Manufacturer narrative:
Known inherent risk of device (reherniation can still occur with use of device).

Event description:
Originally implanted on (B)(6) 2011 as part of the clinical trial in (B)(6). Recurrent disc herniation at index level observed, with evidence of mesh detachment via radiographs. Revision surgery happened on (B)(6) 2019 with more nucleus material removed. Device was not explanted, only the mesh component was removed. Company was not notified of this incident by the facility until 7/7/2021.